Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluating. However, a portion of he percutaneous lead that ws removed during the repair, that took place before the pump exchange, has been returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had experienced several episodes of red heart alarm events while on the power module. The patient changed to batteries and denies experiencing anymore alarms. In clinic, an attempt was made to reproduce alarms on the clinic power module, but they were unable to do so. When connecting the patient to the patient's own power module and cable, the alarms still could not be reproduced. It was noted that the patient's system controller had a bent pin on the white power cord connection coming from the system controller. The system controller was exchanged with another system controller. The patient will be monitored on the new system controller. The patient was asymptomatic at the time of the event.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that paperwork at the center, which confirms the pump return status, was misplaced. The pump would not be in the pathology department any longer. It was requested that the complaint be closed as the pump would not be returning.